Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient was not interested and got an infection from the purewick female external catheter. It was noted that the patient had been using the purewick product for more than 90 days. It was unknown what medical intervention was reported for infection.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation. It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be "inadequate system design". The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "discontinue use if an allergic reaction occurs. Not recommended for users who are experiencing skin irritation or skin breakdown in device contact areas." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the patient was not interested and got an infection from the purewick female external catheter. It was noted that the patient had been using the purewick product for more than 90 days. It was unknown what medical intervention was reported for infection.